Event description:
The footswitch was intermittent on both min and max. The doctor swapped the footswitch with another footswitch and completed the case with no pt consequence. The biomed tested the footswitch and found the black footswitch cable had an intermittent short in it.